Event description:
Notice to risk management in 2004: pt had ICD implanted in 2003. They had an alarm showing ventricular lead impedence being out of rand in 2004. Following consultation with the company, the lead wire was replaced. In october, they again had the same alarm regarding a faulty lead wire. It was determined afer consultation with medtronics that the device and lead wire should be removed and replaced.